Manufacturer narrative:
Result: headboard.

Event description:
It was reported by service report that the headboard was damaged resulting in exposed sharp edges. No pt involvement or adverse consequences are reported.